Event description:
Surgeon using the stapler in procedure - when activating the stapler, the surgeon pulled the trigger, the stapler activated approximately halfway through the stapling process and then the stapler stopped working. The surgeon was able to remove the stapler from the patient without any injury to the patient.